Event description:
Journal article received: medial migration of lag screw with intrapelvic dislocation in gamma nailing-a unique problem - a report of 2 cases; lucke m., burghardt r.d., siebenlist s., ganslmeier a., stockle u; journal of orthopaedic trauma. 2010 feb; 24 (2) :e6-e11; reported: a (B)(6) male patient with reverse obliquity intertrochanteric fracture underwent internal fixation with a depuy trochanteric nail device. The postoperative radiographs revealed the lag screw had a reduction with slight varus. Postoperative mobilization was slow and the patient was discharged 26 day post-operatively. Four weeks post-operatively, the patient had difficulty walking for 4 days. Radiographs revealed a complete detachment of the implant with medial screw migration into the pelvis. Since the nail was removed, a total hip replacement with a cementless long-stem prosthesis was performed. The parts and lot numbers for this device are unknown. It is unknown if this product is a synthes device. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. Journal of orthopaedic trauma. Volume 24, number 2, feb 2010.